Manufacturer narrative:
During on site evaluation by the service engineer water stains were found on the board which most likely caused the ventilator to fail. In case of a ventilator failure the device will force a shutdown of automatic ventilation which is accompanied by a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Based on the available information the ventilator failure was caused due to excessive accumulation of condensate which was supplied to the device from outside and which was not caused by the device itself. No indications for a device malfunction found.

Event description:
It was reported that an excessive amount of condensed water appeared in the cardiac surgery monitoring room. A large amount of condensed water flowed back into the ventilator through the compressed air interface and the pipeline connected to the ventilator, causing the ventilator to malfunction. The ventilator was replaced without causing any adverse effects on the patient.